Manufacturer narrative:
Investigation results: it was reported that the polarcup trial insert nav 22/49 (art. No. 75023359 / lot no. A60674) broke apart during impaction and needs replacing. The procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported. The complaint device, used in treatment, was returned for complaint investigation. The complaint part was found broken in three pieces. A review of the complaint history revealed no other complaint for the batch in question. A review of the batch record showed no deviations from the standard manufacturing process. There are no hints that the device did not meet the specifications at the time of manufacturing. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the polarcup trial insert nav 22/49 broke apart when being disassembled on the back table and needs replacing. The procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported.